Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after a gastric bypass procedure, gastric fistula; post-op fistula. The patient has been re-operated on. The patient is fine. No malfunction of the devices during the initial procedure. Reloads used: ecr60w n4m181 (1), ecr60b n4ma7r (4).